Event description:
Patient reports that both of her pumps were giving "no disposable, pump won't run" messages when she tried using the same cassette. She believes it's a faulty cassette. She made a new cassette since she was going to mix tonight and both pumps are now functioning. Lot number for cassette was not provided. Part number unknown. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? No. What is the outcome of the event? Resolved. Has this incident happened within the past 6 months? Yes. Has this patient reported a pump malfunction within the past 6 months? Yes. No further information given. Did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6)/caremark by pt/caregiver.